Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit for failure analysis investigation. The iesu was analyzed and was analyzed and remotefe showed (25913 c-34 errors 3/28/2025.) Visual inspection:(the bezel has sharp nicks and scratches at top. Cover has deep scratches both sides to the metal.) (C-34 error on start and mono coag activation) erbe unit that was placed on golden system and was run in normal mode.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, c-00 and c-34 errors occurred repeatedly on vio dv integrated electrosurgical unit (iesu). The site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site power cycle the iesu, but the issue was not resolved. Site elected to replace the iesu with a third-party esu (forcetriad) to continue with the procedure. The procedure was completing as planned with no reported injury.